Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the cannulated drill's distal tip is broken off. The drill was returned along with 9 pieces of the broken fragments. Visual evaluation revealed scratches and nicks on the distal tip of the drill. The device met all material specification as received. Complainant's event is typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use this is the first complaint of this type for this part/lot number combination. The potential cause(s) of this event will be communicated to the event reporter.

Event description:
It was reported that a cannulated drill fragmented in the bone on the second tibia/talus screw insertion. About a third of the drill splintered into the bone and surrounding soft tissue. The guide drill was in through the base of the tibia and through to the talus when the cannulated drill broke on impact with the tibial cortex and into the bone as the cortex broke away. Most of fragments from the drill were retrieved but some still left in bone and soft tissue.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Based on the information provided, the most likely cause(s) of this event include prying and/or leveraging on the device during use or mechanical damage to the device, such as dropping or hitting the device with another device prior to or during use. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a cannulated drill fragmented in the bone on the second tibia/talus screw insertion. About a third of the drill splintered into the bone and surrounding soft tissue. The guide drill was in through the base of the tibia and through to the talus when the cannulated drill broke on impact with the tibial cortex and into the bone as the cortex broke away. Most of fragments from the drill were retrieved but some still left in bone and soft tissue.